Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of motor alarms was confirmed. The centrimag motor (serial#: (B)(6) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation primary console for review. A review of the downloaded log file showed events spanning approximately 8 days (on (B)(6) 2022 per time stamp). Events occurring on 31aug2022, took place during testing at abbott. The console was operating a motor at a speed of ~4200 rpm with a flow of ~3.6 lpm. On (B)(6)2022 at 15:07, the motor speed dropped to 0 rpm and the flow was at 0 lpm. At 15:08, ¿system alert: s3¿ and ¿motor alarm: m4¿ alarms. The alarms were able to be cleared; however, the s3 alarm ultimately reactivated. At 15:10, ¿motor stopped: m1¿ alarms activated and were followed by a ¿motor over temp: m6¿ alarm. The motor speed was then increased to 1400 rpm at 15:12 and the alarms were cleared. The motor was disconnected as reported and reconnected. Following reconnection of the motor the motor speed was successfully set to 650 rpm and then reduced to 0 rpm. A m4 alarm was active at 15:13. The console was powered down at 15:25. The console was powered on again on (B)(6) 2022 at 11:42 and following startup, a m1 alarm was active. The console was powered cycled at 11:44 and a m1 alarm was active. ¿flow below minimum: f3¿ and ¿flow signal interrupted: f2¿ alarms were intermittently active throughout the entire log file. There were no other notable alarms active in the log file. The centrimag motor was returned for analysis to the service depot. The motor and the returned and associated with the centrimag 2nd generation primary console were connected to a test loop and the console was powered on. An attempt to increase the motor speed was made and the console immediately alarms with ¿motor stopped: m1¿, confirming the reported event. The console was power cycled, and this sequence of events recurred. The console and motor were then tested independently. The motor continued to cause m1 alarms to activate when the speed was increased. The motor was removed from service and returned to product performance engineering (ppe) for further analysis. Upon further testing with ppe, the motor was connected to a calibrated test equipment and the console alarmed with ¿motor alarm: m4¿. The motor speed was attempted to be increased with no success and a ¿motor disconnected: m2¿ and ¿flow signal interrupted: f2¿ alarms activated. The motor cable underwent a resistance test, and an open lead was found across the hx/hy line. The conductor was found to be loose at the lemo connector of the motor. The root cause for the reported event was conclusively determined to be due to a loose connection at the motor lemo connector. The device history records were reviewed for the centrimag motor (serial#: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms and alerts¿ addresses how to interpret and troubleshoot all system alarms including s3, m1, m4, f2, f3, and m6 alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on extracorporeal membrane oxygenation (ECMO) support as bridge to transplant when the centrimag m1 motor suddenly stopped, resulting in s3 system alert and low flows. There was a switch to the backup motor, but it did not start. Then there was an emergency switch to backup console, which restored support. The patient was stable in intensive care unit (ICU) awaiting graft for transplant with no consequences. Console - related MFR# 3003306248-2022-10688.